Event description:
A registered nurse (rn) on behalf of a home patient (hp) contacted baxter's (B)(4) regarding a compact exchange device (cxd). The nurse stated the device was not spiking the bags correctly. The technical service representative (tsr) arranged a swap of the device. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A follow-up MDR will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The reported difficulty of the device not spiking the bags correctly was confirmed via duplication. The device was received with no external damage. The product analysis lab (pal) attempted to performed the spike/unspike operation using a spike/unspike test set. However, the device would not rotate back from right to left in order to complete the operation. The device was noted to have accumulated fluid residue, which can affect the proper operation of the unit. The assignable cause of the reported difficulty was determined to be use error: accumulated fluid residue. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010 and informed her of the use error found during the evaluation, advising further training with the patient. The pd rn stated the patient would soon be switching to the luer connection so soon would not be using the compact exchange device.